Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated by our field service engineer on-site and the issue could not be reproduced. Pre-use check was performed successfully several times. No parts were replaced. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).